Manufacturer narrative:
Investigation results: an investigation of this device remains in process. A follow-up report will be sent upon completion of the investigation.

Event description:
The customer reported that toward completion of an acromioplasty procedure, this suction ablator began to flicker on and off and eventually remained in the "on" mode while lying on the back surgical table. In response, the user unplugged the ablator to stop it from functioning. The surgery was completed as intended with use of this unit, and without pt or user injury.